Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed as an anterior cuff miss. The difficult to advance, difficult to insert are related to case circumstances and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the guidewire was bent or prolapsed in the vessel inhibiting the advancement of the device and the insertion of the guidewire. If the device sheath was bent due to following the guidewire that may have also contributed to the anterior needle not entering the cuff; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique prior to a micra pacemaker implantation interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, the second prostyle device did not advance smoothly along the guide wire. After advancement, a cuff miss [suture retrieval issue] occurred and the guide wire was unable to be inserted for removal. The guide wire was able to be inserted from the back end to remove the device. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large bore sheath and the micra pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.